Event description:
It was reported that the patient claimed that this implantable cardioverter defibrillator (ICD) was defective, that the device did not last long as expected. No further information available. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.